Event description:
It was reported that calibration failed. No patient injury was reported.

Manufacturer narrative:
No information has been received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional event information received indicating no patient involvement (updated b5).

Event description:
Additional information received which indicated of no patient involvement, the issue was found during testing.